Event description:
It was reported on 16 may 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant. During the procedure the left atrial disc took on a mushroom shape. The occluder was not used for the procedure and was discarded. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity during device prep was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: upon review, the 30-25mm amplatzer talisman pfo occluder (9-pfo-3025) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant. During device preparation the left atrial disc of the occluder took on a mushroom shape. The occluder was not used for the procedure and was discarded. A new 25mm non-abbott device was used for implant. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.